Event description:
It was reported to boston scientific corporation that during a procedure using the capio open access suture capturing device, the bullet was missing from the suture when the device was withdrawn after firing, and it was not able to be retrieved from the patient's pelvis. The patient was reportedly "doing well" post-procedure.

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture date and expiration date cannot be determined. The device has not been received by this manufacturer. An evaluation has not been performed; therefore a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.